Event description:
Zoll medical produces an AED for ambulance providers. The ems office ambulance regulation program while inspecting ambulances abide by the manufacturer's instructions in their manual. Conflicting info has been distributed to ambulance providers regarding when to replace the batteries in their units. Ambulance providers are very confused and do not know if and now when to change out these batteries. A potential for a dead AED may result of such info. 1. Zoll manufacturer instructions: "battery replacement every 18 months" 2. Letter dated dec 2002, by zoll sales rep: "you may continue to use batteries at your discretion" 3. Letter dated feb 2004, by zoll tech support: "allow for maintained batteries to remain in service beyond 18 months."